Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported issue was confirmed but the investigation was unable to determine a possible root cause. The batch review was not completed, because the lot number was not provided by the customer. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter an interlink system basic solution set in which the lower y-site was crushed. According to the report, it appears as if it was crushed during packaging. The condition was identified before patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.